Event description:
Related manufacturer reference number: 1627487-2019-06836, 1627487-2019-06839, 1627487-2019-06840.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-06836, 1627487-2019-06839, 1627487-2019-06840. It was reported that the patient¿s drg leads migrated. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy resumed post procedure.